Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 days. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed aortic insufficiency after pump implant. The patient was taken back to surgery on (B)(6) 2016 to repair the aortic valve. It was reported that the aortic insufficiency worsened after pump implant. The patient subsequently developed renal failure (continuous veno-venous hemofiltration was initiated), multisystem organ failure and severe vasoplegia. Support was not withdrawn, but patient passed away without code on (B)(6) 2016, reportedly due to multisystem organ failure. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported aortic insufficiency and renal failure could not be conclusively determined. Renal failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.